Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the lead site. Reportedly, the patient experienced a fever and was admitted to the emergency room on (B)(6) 2018. Cultures were taken but the results are unknown. As a result, the patient underwent surgical intervention to have their system explanted and was treated with IV antibiotics. The infection resolved post operatively.